Event description:
A penumbra ruby coil was being loaded into the rhv when it became jammed. Physician tried to retract the coil; however, the sr wire broke and unraveled the coil. The proximal portion of the coil was still attached to the pusher, while the distal portion was attached to the proximal section via the unwound platinum material. The rv was loosened and the entire coil system, including the whole coil and pusher, was removed from the rhv. Physician stated that the rhv was too tight, and had no issues with the following six coils placed.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Hospital disposed of device.